Manufacturer narrative:
The investigation has been started, results will be provided within the follow-up report.

Event description:
It was reported that a vent + gas mixer fail occurred during use. There was no patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.